Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No changes have been made and the lv lead remains in service. No adverse patient effects were reported.